Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with elevated pump powers and signs of hemolysis. The patient reportedly has had gastrointestinal bleeding and problems with compliance. On (B)(6) 2015 the lvad pump was exchanged with another manufacturer's device. The patient expired on (B)(6) 2015.

Manufacturer narrative:
The attached user facility report (B)(4) (the intermacs identifier is (B)(4))) was received from the intermacs registry. The user facility number was not provided. As previously reported, the patient received a pump exchange to another manufacturer''s device on 01/23/2015 and the patient expired on (B)(6) 2015.

Event description:
Additional information was received from medwatch report (B)(4) and intermacs report (B)(4) stating: pump failure. Patient outcome: death. Patient outcome: exchange. Device malfunction causative factor: prothrombotic states. Primary cause of death other specify severe septic shock.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: pump failure. Additional information also included indicated that the patient underwent a pump exchange: other surgical procedure.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. Depositions consistent with low flow were confirmed through the evaluation of returned lvad pump. The device was returned assembled with the driveline cut approximately 2¿ from the pump housing and the distal portion of the dl was not returned. The inlet tube was not returned; however, the remainder of the sealed inflow conduit (flex section and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was returned attached to the pump¿s outlet port. Examination of the sealed inflow conduit upon disassembly of the pump revealed tissue like depositions admixed with loosely clotted blood within the sealed inflow conduit flex section as well as a deposition of denatured, clotted blood within the inlet elbow. Similar depositions of denatured, clotted blood were also observed within the inlet stator. Examination of the sealed outflow graft upon disassembly revealed a deposition of tissue like clotted blood admixed with loosely clotted blood. Examination of the pump upon disassembly also revealed hard depositions of denatured blood along the body of the rotor as well as within the proximal side of the outlet stator. The hard and denatured texture of these depositions, as well as the contact marks visible on the tapered portion of the rotor, indicate that they were present while the pump was in operation supporting the patient. These depositions would have caused resistance on the spinning rotor, resulting in the captured power elevations. The non-laminated depositions appeared consistent with poor surface washing due to a low flow event. Although the origin of these depositions and the duration for which they were present within the pump could not conclusively be determined, the depositions which were present while the pump was operating could have contributed to the patient's signs of hemolysis. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device: 3 months. The manufacturer is attempting to acquire the device for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.